Event description:
It was reported that during service and repair pre-testing, it was observed that the motor device had an e6 error message. The event was not related to surgery. Three was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device had an e6 error message. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to immersion during cleaning, which was failure to follow directions for use. This was further defined as misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.